Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. The user reported that the large display came loose and partially fell. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be an operator error. The investigation showed that the error was caused by a collision in which the user steered the table from below against the large display and lifted it from its anchorage at the top while the anchorage at the bottom still held. The operator reflexively reached for the mount to hold the monitor and injured himself slightly. The large display is a 3rd party product from stryker. A technician from stryker evaluated the display and put the anchorage back in order. The error complaint did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized